Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor saline prostheses placed experienced bilateral deflation and bilateral baker grade IV capsular contracture post procedure. This was accompanied by breast deformity and pain. As a result, bilateral prosthesis replacement with 420cc mentor smooth round high profile saline prostheses was performed on (B)(6) 2020. See 1645337-2021-08277 for contralateral prosthesis report.